Event description:
It was reported that the patient experienced an infusion site infection and described as a pink, pimple like lesion or resembling an ant bite. The patient took bactrim ds to treat the infection.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.